Manufacturer narrative:
The system was used for treatment. A review of kit lot d134 was performed. There were no non-conformances related to this complaint. This lot met release requirements. The uvadex lot number was not provided, since uvadex was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category tubing leak. No trend was identified for tubing leak. At the time of this report the service order evaluation is pending. A supplemental report will be filed upon completion. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned

Event description:
The customer called to report a leak at the hct sensor during the buffy collection. At the time of the call photoactivation was taking place. Css advised that the blood should not be returned to the patient. The bowl contents were already returned and, the nurse aborted the treatment. The patient was stable. The customer requested service to clean the pump desk and check the hct sensor. Service order initiated.

Manufacturer narrative:
Service order was dispatched (B)(4). The engineer inspected the hematocrit (hct) sensor and found that fluid did not penetrate the seal. However, it was found to be out of specification. It was adjusted, to within specification, for use until a replacement was received. A new hct sensor was installed and a successful system checkout was performed. The instrument was returned to service. (B)(4). Device not returned.